Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 31mm watchman flx pro closure device and delivery system (wds) were selected for use. Transseptal access was obtained. The physician navigated the was into the left atrium (la) over the versacross connect pigtail wire, removed the wire, and aspirated the was sheath. The physician noticed air when aspirating the sheath. The was sheath was determined to be deep in the la on transesophageal echocardiography (tee) and was pulled back to the mid la. The physician was able to successfully aspirate through the sheath and noted adequate blood return. A pigtail catheter was then advanced through the was and into the appendage. An angiogram was performed, and the closure device size confirmed. The wds was opened and prepped successfully. The physician removed the pigtail but noticed limited blood return when allowing the was sheath to bleed back. The wds was advanced into the was. Air was then noticed on fluoroscopy imaging in the right coronary artery (rca) and ascending aorta. St elevation was noticed. The physician decided to release the closure device quickly. St elevations persisted and the patient went into ventricular tachycardia. Defibrillation was performed successfully, and the closure device position was assessed. The closure device was in the same position as when it was released. The physician requested an interventional cardiologist to perform a coronary angiogram to push air into the microvasculature of the coronary artery. St elevations had been noted to be resolved, but a coronary angiogram was successfully performed anyway. The coronaries were free of air and the anesthesia physician was able to wake the patient up without issues. A stroke assessment was performed with the patient appearing to have normal results. The patient remained in the hospital for monitoring and was discharged the next day.

Manufacturer narrative:
Device evaluated by MFR.: a watchman trusteer access system (was) with the dilator outside the sheath was returned for device analysis. The device was visually and microscopically examined. Visual inspection revealed a kink in the sheath 39cm proximal of the tip. Microscopic examination revealed no damage or defect. Functional testing was completed by attaching a syringe filled with water, and positive/negative pressure was applied with the valve open and closed. The device was able to be flushed properly. The device was able to backflush, and air was able to be purged from the device. Additional testing of the hemostatic hub/valve was performed by bsc r&d to ensure it met manufacturing standards. In conclusion, the device was comparable to historical pitch diameter measurements and the torque measured to close the valve seal was comparable to non-complaint devices. Product analysis could not confirm the reported events as clinical circumstances could not be replicated.

Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 31mm watchman flx pro closure device and delivery system (wds) were selected for use. Transseptal access was obtained. The physician navigated the was into the left atrium (la) over the versacross connect pigtail wire, removed the wire, and aspirated the was sheath. The physician noticed air when aspirating the sheath. The was sheath was determined to be deep in the la on transesophageal echocardiography (tee) and was pulled back to the mid la. The physician was able to successfully aspirate through the sheath and noted adequate blood return. A pigtail catheter was then advanced through the was and into the appendage. An angiogram was performed, and the closure device size confirmed. The wds was opened and prepped successfully. The physician removed the pigtail but noticed limited blood return when allowing the was sheath to bleed back. The wds was advanced into the was. Air was then noticed on fluoroscopy imaging in the right coronary artery (rca) and ascending aorta. St elevation was noticed. The physician decided to release the closure device quickly. St elevations persisted and the patient went into ventricular tachycardia. Defibrillation was performed successfully, and the closure device position was assessed. The closure device was in the same position as when it was released. The physician requested an interventional cardiologist to perform a coronary angiogram to push air into the microvasculature of the coronary artery. St elevations had been noted to be resolved, but a coronary angiogram was successfully performed anyway. The coronaries were free of air and the anesthesia physician was able to wake the patient up without issues. A stroke assessment was performed with the patient appearing to have normal results. The patient remained in the hospital for monitoring and was discharged the next day.